Event description:
Pt reported that device's display is fading in and out. Pt also reported that device had generated a "temporary basal rate over" alert when no temporary basal rate had been set. Device also generated an electronic error. Pt's blood glucose was not affected, and no treatment was received.